Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found the pressure hose was damaged resulting in the reported event. The unit is not under steris service agreement; the user facility is responsible for all maintenance activities. The technician repaired the pressure hose, tested the unit, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their innowave pro sonic irrigator onto the floor. No report of injury.